Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. System check was being performed by tandem technical support, however, the customer declined to complete the system check. Customer successfully resumed insulin therapy. Customers blood glucose was 70 mg/dl.